Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the perfusionist that the pt had been experiencing abdominal pain and was admitted to the hospital in 2009. The patient's bnp was approximately 5 times the normal value, and his creatinine and liver enzymes were elevated. An echocardiogram was performed and revealed mitral regurgitation (mr), tricuspid regurgitation (tr) and obvious right heart failure. As a result, the pt was placed on pneumatic support using a stroke volume limiter (svl) and drive console. A decision was made to exchange the pump four days later; however, the following day the pt decompensated and the patient's lvad was replaced with another lvad. The pt remains stable on the lvad.

Manufacturer narrative:
The pt remains stable on the lvad. The device was sent to the manufacturer for eval. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.